Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a loading in a whipple procedure, the silver shaft of the loading unit came completely off exposing the black inner mechanics of the loading unit. A new loading unit was used to resolve the issue. The device was not used on patient. No patient injury.